Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported by the patient's daughter that her father's blood glucose level reached above 700 mg/dl. He was hospitalized (B)(6) 2025 and discharged on (B)(6) 2025 with a diagnosis of mild diabetic ketoacidosis (dka). Treatment included an insulin drip with fluids. The nurse informed the daughter that the pod that was on the patient was completely empty, and there is uncertainty about whether the pod was ever activated or if the patient filled it with insulin. The patient did not have any additional pods, so they were using insulin pen injections until he received his refill that was expected the following day.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod ran 0 pulses and was downloaded in pod state 2, indicating that it was received in pod state 1 and was first awakened during the download process. Inspection of the fluid path found no evidence that an attempt to fill the pod was made. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from awakening or delivering insulin.